Event description:
The customers olympus sales representative reported to olympus on behalf of the customer, there was poor contact at the connector. During inspection and testing of the returned device, olympus repair center found an e216 error code, a e226 error code, and image noise. There were no reports of patient or user harm associated with this event. This medical device report MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customers allegation was confirmed, there was poor contact at the connector. In addition the following non reportable malfunctions were found during device evaluation: cable flooded and imaging flooding. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Corrected fields: g2: updated china to japan. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e216, error e226, and the image noise could not be determined. Error e216 represents endoscopic communication failure, and error e226 indicates scope communication error. It is possible that the issues occurred because of the failure of the video jacket to communicate normally between the endoscope and the processors, which may have resulted in contact failure. Olympus will continue to monitor field performance for this device.